Event description:
A pt was taken by ambulance to the hosp as a result of a hardware fault. When the hardware fault occurred, the mother said the vent appeared to be "moving air" but the child was turning blue. The pt was admitted to the hosp based on the med condition the pt exhibited a high temperature; not directly as the result of a vent failure.